Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer performed multiple supply changes to address the issue. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Tandem technical support educated the customer on priming the air bubbles out. Customer's blood glucose level ranged from 214-225 mg/dl.